Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to drain the water from the balloon of the catheter.

Event description:
It was reported that it was difficult to drain the water from the balloon of the catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest for 30 minutes with no observed leaks. The catheter was passively deflated with no issues or cuffing noted. The balloon deflated in 1 minute and 9.47 seconds, and it was dissected to find the inflation notch was perforated correctly. This meet specification, which states, "verify that the eye punches are complete and notch according to the applicable drawing." No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required.correction: d,hh11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected